Event description:
During the use of the device for a cardiopulmonary bypass procedure, the user reported that the level module generated a false level alert and level alarm. The device was not changed out and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.